Manufacturer narrative:
The device has been returned to animas an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cracked battery compartment. The patient had a blood glucose level of 306 mg/dl with polyuria and polydipsia. The patient required no unusual treatment. This complaint is being reported as the patient experienced hyperglycemia and the cracked casing issue may result in delayed treatment or long term cessation of delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 10/25/2017 with the following findings: a battery compartment crack was observed. A battery cap was not returned with the pump. A test cap was able to secure properly to the pump - no power issues were experienced. Review of the pump's black box revealed no related issues or abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.